Manufacturer narrative:
D4. Unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name and health care facility address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature that device issues occurred requiring additional intervention. A hemodialysis patient underwent emergency cag for suspected unstable angina. Cag revealed that the des implanted 6 months earlier was partially underexpanded, and 99% stenosis was detected in this area. Pci was performed. Ivus examination showed severe calcification due to neoatherosclerosis at the lesion, and rotational atherectomy (ra) was performed with a 2.25-mm burr. After several ablation sessions, the burr became suddenly disconnected, but the guidewire was not fractured. The operator cut the drive shaft just before the advancer, withdrew the protective sheath, and advanced the guide extension catheter through the drive shaft. By pulling the wire, the thick part of the spring tip of the wire captured the rotablator burr, allowing its successful retrieval. Subsequent ablation with a 2.15-mm burr successfully ablated the lesion without encountering entrapment or disconnection. Balloon dilation could then dilate the lesion sufficiently, followed by drug-coated balloon (dcb) dilation, resulting in optimal lesion expansion.